Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the transmitter did not install on the implant, the status light remained frozen in orange and did not move to the next step.

Event description:
Reportedly, the transmitter did not install on the implant, the status light remained frozen in orange and did not move to the next step.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was not confirmed: no orange status light was observed on the returned home monitor. However, a red pit button was observed, but it most probably resulted from the home monitor being already paired with an implant. The root-cause of the reported orange status light could not be determined. The most probable hypothesis is that the home monitor was unplugged before the end of a self-test. Based on available data, no issue is suspected with the returned device.